Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that this was a vessel closure of an unknown vessel using three prostyle devices relative to an unspecified procedure. Reportedly, all three prostyle devices failed with no suture placed. An unspecified method was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The closure system was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part number and lot number were not reported. Additionally, a query of the complaint handling database for the reported lot could not be conducted because the part number and the lot number were not reported. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.